Event description:
It was reported that the bd autoshield¿ duo safety pen needle broke off into the syringe and resulted in a clean needle stick.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle breaks off during use & needle stick on lot # 8047837. Investigation conclusion: through visual inspection of the returned samples, no damages or molding defects were observed and the stoppers were correctly assembled. Leakage testing was performed and all fifteen samples performed according to procedure with no signs of leakage. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle broke off into the syringe and resulted in a clean needle stick.

Manufacturer narrative:
Date of event: (B)(6) 2018.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle broke off into the syringe and resulted in a clean needle stick